Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functioning as intended. Customer's blood glucose level was not impacted. Contact stated that the customer will continue to use the pump and has back up manual injections for continued insulin therapy.